Event description:
Report received from the USA stating that the device had damage bearings. It is unk if the device was used in surgery. It is unk if injuries or medical intervention was reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).